Event description:
Patient called to report that he thinks this pod did not deliver the bolus he called for, and this resulted in high bgs (high of 318 mg/dl). The pod also alarmed just after bolus delivery. Patient activated a new pod and returned suspect pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.